Manufacturer narrative:
(B)(4). The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that an asymptomatic patient presented remotely through merlin.net transmission with an alert indicating that the charge time limit was reached. Review of the device session record indicated that the device was taking long time to charge and an alert was triggered after the charge timeout. Device was explanted and replaced.